Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The intraocular lens (iol) was half injected and then removed when the patient moved. The technician tried to reload it and encountered loading issues which resulted in haptic breakage. An incision enlargement was required. A new iol was implanted (same model and diopter). The patient was doing fine post-op. There was no patient injury. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 04/18/2017. Device returned to manufacturer? Yes. Device evaluation: the product was returned for evaluation. Fibers/particles were observed on the lens which is associated with the handling of the unit out of a sterile environment. Residue of viscoelastic were also observed on the lens and cartridge which indicates that the unit was handled and prepared for surgical use. The lens was observed stuck at the loading zone area. Both haptics were also observed broken and distorted inside the cartridge tube. The reported complaint issue haptic damaged was verified in the returned lens. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.